Event description:
After the iab was inserted and pumping began, the pump started making a "grindng noise" and alarmed with a "call service alarm." As a result of this, the iab was removed before the pt was tramsferred to another hospital for iabp therapy. There were no reported pt complications.